Event description:
The customer contacted baxter's service center regarding hot solution which occurred on the homechoice (hc) during use; the patient was connected. The technical service representative (tsr) asked if the hc had given any alarms. The caregiver (cg) stated that it had not. The tsr had the cg check the comfort control setting, and it was set to 37 degrees celsius. The tsr explained that was the highest setting for the comfort control. The cg set the comfort control to 35, which is the lowest setting. The tsr advised the cg to make sure that the heater bag was pulled all the way forward on the heater pan and that the bag was covering the silver dial to insure that the bag temperature was recorded properly. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the caregiver on (B)(4) 2012. She stated that the solution was extremely hot to the touch when she placed her hand on the bag. She did not know why the bag had heated so hot, and stated that they kept the room at a cool temperature with the air conditioner on. After she changed the setting to 35, the problem has not repeated since. She did stated that the patient has had some stomach pain lately, and she was not sure if this was related. The patient is continuing therapy on the same homechoice successfully with no further problems.

Manufacturer narrative:
(B)(4). This complaint for a report of over temp fluid delivered was not confirmed. The root cause was undetermined. A device history record review was performed. The system did fail a pnuematic leak test. The machine was reworked and passed all subsequent testing. A service history review was performed and revealed no issues that could have caused or contributed to the reported difficulty of over temperature fluid delivered.

Manufacturer narrative:
(B)(4). The sample was not available as the customer continued to use the device. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.